Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving dilaudid (15 mg/ml, 6.993 mg/day) via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient's pump had multiple stalls. The patient had issues with pump stall, and pump logs showed error codes 232 and 234 (pump stopped). There were no environmental/external/patient factors that may have led or contributed to the issue. No diagnostics were performed. The pump was explanted and replaced, and would be returned. The issue was resolved. The patient status was 'alive - no injury.' There were no reported symptoms. No further complications were reported.

Manufacturer narrative:
The pump was returned, and analysis found corrosion/wear/lubrication on the motor gear train, and a stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.